Event description:
The following was reported to hamilton medical ag: the ventilator-device gave visual and audible alarm notification for: "qo2 sensor defect", "low oxygen" and "oxygen supply failed". Failure occur during ventilation. Patient involvement is reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. No medical intervention required. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.